Event description:
Physician attempted to use an in pact av drug eluting balloon device for patient treatment in the forearm vein. No anatomical abnormalities reported. It was reported that balloon burst, leak, or catheter leak occurred during nominal pressure. The device was replaced with a product of the same size and was used with no issues reported. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.